Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A service history review revealed no previous service events were related to the reported condition. A visual inspection, alarm log review, and functional testing were performed. No alarms, malfunctions or abnormalities were identified during the evaluation of the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.